Manufacturer narrative:
This emdr represents supplemental report # 2210968-2014-11339 for previously submitted MDR number 2210968-2014-10278, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data files#asr. Therefore, this report does not represent a new reportable event. This case is being submitted to the FDA for visibility in maude as an individual report; it was submitted prior in a summary report. Therefore, this report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and tvt-o was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient underwent removal surgery on (B)(6) 2012 and (B)(6) 2016. No additional information was provided.